Event description:
Edwards received information that this bioprosthetic valve, implanted approximately twelve (12) years, was explanted due to aortic valve stenosis secondary to immobile and calcified leaflets. The explanted device was replaced with another bioprosthetic heart valve. Patient is noted to have tolerated the procedure well with no complications. Explanted device was not available for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve stenosis due to calcified immobile leaflets. Patient received replacement valve and is reported to have tolerated the procedure well with no complications. The explanted device was not returned to manufacturer the reported calcification cannot be confirmed and a root cause cannot be determined. Edwards will continue to review and monitor all events.